Event description:
The patient was undergoing a medical procedure using a neuron max 6f 088 long sheath. Upon removal from the packaging, the neuron max sheath was found kinked and was not used. The procedure successfully continued using a new catheter.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
The neuron max 088 (neuron max) was fractured approximately 44.0 cm from the hub and kinked approximately 31.0 and 37.0 cm from the hub. Some of this damage may have been due to the return packaging conditions, as the neuron max was folded to fit inside the return packaging. The complaint has been evaluated. The complaint indicated that upon removal from packaging, the neuron max was found to be kinked. The procedure continued successfully using a new catheter. Evaluation of the returned product revealed it was kinked and fractured. This type of damage typically occurs due to improper handling during removal from packaging. If the neuron max is removed from the packaging forcefully or at an angle, damage such as this may occur. Some of the noted damage may have been caused by return packaging conditions, as the neuron max was folded to fit inside the shipping box. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.